Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose was 397 mg/dl. Customer stated the other blood glucose value was 400 mg/dl. Customer stated the insulin pump had no delivery alarm and also was not working and also stated insulin pump was ok. Customer was treated with foods, manual injections. Customer also stated they were in the intensive care unit. Troubleshooting was performed. The insulin pump will be returned for analysis.